Manufacturer narrative:
Date of report: 14jun2021. There was no patient involvement.

Event description:
The customer reported that the screen malfunction can¿t be reset. No keys are working. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.

Manufacturer narrative:
H11: device use: it is unknown if the device was in therapeutic use at the time the event occurred. However, no patient harm was reported.

Manufacturer narrative:
The authorized service personnel (asp) replaced user interface (ui) assembly to address the reported issue. The device passed performance assurance. The device is back in service. Failure analysis on the returned touchscreen shows that the ul_lr / ur_ll resistance and resistance ratio are out of spec., unresponsive regions all over the touchscreen are not responding to touch. Faults are found on this returned touchscreen.